Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was recaptured one time. The reason for the recapture was not reported. At the right femoral access site, a right external iliac artery dissection occurred. Two self apposing non-medtronic (viabahn) stents were implanted. Of note, the minimum diameter of the access vessel was 5.3 mm. Approximately one year and eight months following the valve implant procedure, moderate paravalvular leak (pvl) was reported. No additional adverse patient effects were reported. Additional information was received directly from the site indicating that the dissection was caused probably due to avulsion of the intima during the advancement of the delivery catheter system (dcs). No additional adverse patient effects were reported.